Event description:
The device has been explanted and replaced.

Event description:
Hold nbii patient reported left side "rashes all over my body," "are on the inner arms by elbows, then goes to the back, and now coming to stomach area." Patient also stated "there are two spots around breast area" and also reported the rashes "are itchy." Additionally, healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 29jan2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side "rashes all over my body," "are on the inner arms by elbows, then goes to the back, and now coming to stomach area." Patient also stated "there are two spots around breast area" and also reported the rashes "are itchy." Additionally, healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pruritus: unable to confirm as it is a medical event not related to the device. ¿ skin rash/dermatitis: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease fold observed in the surface of the shell.